Manufacturer narrative:
The caller stated that an overdelivery of insulin resulted in their hospitalization. They suggest that the batteries being removed from the pdm affected the settings of the device. The data shows no resets occurred to the pdm, indicating that the replacement of the batteries did not affect the pdm. The data indicates that the basal program set when activating a new pod on 2022 july 10 00:34:52 was a value of 1.85 u/hr. The data indicates that before the activation of this pod, the user updated their settings and basal program. A basal program set to 1.85 u/hr was manually created. Inspection of the device found no issues capable of affecting the performance of the pdm. The pdm operated as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had taken to the emergency room (ER) due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 36 mg/dl; there was reportedly a change to the patient's controller settings after the batteries were replaced. This potentially impacted the amount of insulin delivery that was received, and there was an issue with the dexcom that did not warn patient of the low bg.. The patient lost consciousness, was found the following day and taken to the ER by paramedics after being given carbs, sugar and juice. Additional symptoms reported include a low body temperature/shivering (93 degrees), a head laceration and a sprained thumb, both from the fall. The patient was treated with in the ER with glucose, saline intravenously, 5 staples for his head laceration and care for his thumb; he was also wrapped in blankets to help increase body temperature. Multiple x-rays and a computed tomography (CT) scan were performed as well. The patient was released after spending 4,5 hours in the ER.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod insulin pump. D2a - common device name changed from unavailable to pump, infusion, insulin. D2b - procode changed from unavailable to lzg. Correction to d(4): sequence number changed from unavailable to (B)(6). Lot number changed from unavailable to l61363. Model no changed from 18900-5a to 14500-5a. Catalog no changed from unavailable to ust400. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k192659.